Event description:
It was reported that the ilet displayed a possible update failure message and then became unresponsive during a routine supply change; a restart of the ilet application restored screen responsiveness and the supply change was completed, and the user planned to perform a firmware update afterward. Symptoms included an unresponsive screen. Outcomes included temporary interruption of device usability without clinical consequences. Investigation included guided troubleshooting and education performed by support. Investigation of this case revealed that an application restart resolved the issue and normal function returned. It was concluded that the event was a transient screen responsiveness issue associated with an attempted update alert, resolved by restart, with no adverse health effects.